Manufacturer narrative:
(B)(4).

Event description:
Procedure: nephrectomy. According to the reporter: during procedure when the device was returned to a scrub nurse, she or he confirmed the gauze part at the distal end was missing. Confirmed that gauze part was fell on the side of adrenal gland in the pt. It could be retrieved. No pt harm confirmed. Operating time not extended. Add'l tissue resection: no. Tissue damage: no. Pieces fell into the cavity and could be retrieved. No bleeding.